Event description:
It was reported that, during a mid-urethral sling procedure using a solyx blue device, the needle tip was bent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: device code a040609 captures the reportable code of shaft tip bent.